Event description:
It was reported by the affiliate that the (1) cdh33 was used during a lower anterior resection procedure. It was reported that during the operation, the surgeon wanted to place the trocar of the stapler in the anvil shaft. The surgeon had problems in placing the trocar into the anvil shaft. After the third try, he was able to place it. (It was later learned that the surgeon did not hear the "click" for correct placement.) There was a problem with the anvil shaft. Nevertheless, they were able to fire the instrument to perform an end-to-end anastomosis. After firing, they realized that the tissue was cut, but the fired staples did not form correctly and did not close as they should have. There was extended operating room time of 3 hours.